Event description:
The dentist reported that after 3 months that the dental implant was installed in intra-oral region #31 it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was not performed.